Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The distal aorta was small and iliac arteries were severely calcified and tortuous. It was reported that there was limb occlusion with little to no flow on the ipsilateral side which was kinked. This was treated with another manufacturer's bare metal balloon expandable stent. Another stent was placed in the external iliac artery due to a suspected clot. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: small distal aorta, severely calcified and tortuous iliac arteries. Arterial and venous occlusion. Evaluation codes, conclusion: small distal aorta, severely calcified and tortuous iliac arteries. Required secondary intervention.